Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factor. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified forearm vessel. A 5.0mmx40mmx40cm sterling¿ balloon catheter was advanced to the lesion. The balloon was first inflated to 10 atmospheres for 1 minute however there was still stenosis in the lesion. The balloon was again inflated to 12 atmospheres however the balloon ruptured on the second inflation. The device was completely removed from the patient¿s body. Angiography showed that stenosis was not completely resolved but the procedure was completed using the device. No patient complications were reported and the patient¿s status was good.